Event description:
Per the clinic, the patient experienced an infection at the abutment site and was treated with topical and oral antibiotics (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on january 03, 2024.